Event description:
Device issue: difficult to deploy-needle plunger. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. Onset of adverse event: during vessel closure. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery during an interventional procedure. Reportedly, when the needle plunger was depressed resistance was felt. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.